Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient reported being hospitalized due to a cgm inaccuracy, however, she does not recall most of the event details. The patient also lost her voice on the call with dexcom making communication difficult. The patient reported that her bg meter reading was 1400 mg/dl and was diagnosed with diabetic ketoacidosis (dka), however, the comparison cgm value could not be recalled. No patient symptoms were reported. No details regarding the treatment or medication the patient received during her hospitalization were available. It is unknown when the patient was discharged from the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The patient was in stable condition at the time of report. Attempts to follow-up with the patient for event clarification were unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.